Manufacturer narrative:
Due to the lack of information, the investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
There was an allegation of a questionable tina-quant hbalc gen. 3 result from the cobas integra 400 plus analyzer. The initial result was 9.5%. The patient complained about the result. The same sample was repeated and the result was 5.1%.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.